Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on an unknown date and absorbable straps were used to fixate mesh. The straps broke inside the patient and the patient experienced a hernia recurrence. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of two pieces of one strap was performed. The evaluation cannot determine if the strap sample was or was not exposed to a high temperature, heating condition or other radiation exposure. In addition, if strap was broken or cut, it has not been attributed to manufacturing or packaging process. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent right inguinal hernia repair with laparoscopic tapp technique on (B)(6) 2014. The patient experienced recurrence on (B)(6) 2014. The patient was doing normal daily activities and reported the sound of the breaking and that something not normal was happening. When the patient felt the strange feeling of mesh migration, the patient went back to the surgeon who opined it was recurrence. The patient underwent re-operation on (B)(6) 2014 and the straps were found broken. The patient reports no further complaints following the re-operation. (B)(4).